Manufacturer narrative:
The device has not returned. If any additional information is provided, a supplemental report will be submitted.

Event description:
During surgery, the needle broke upon impaction into the vertebral body and became lodged in the patient. This caused surgery to be delayed 45 minutes. All pieces were removed from the patient.